Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: on first firing, the handle could not be fully squeezed. The black return knob would not return. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.